Manufacturer narrative:
Additional information: the reported persistent cerebro spinal fluid (csf) leakage on the right side was likely due to both an incomplete sealing at cochleostomy during implantation and its unsuccessful management at explantation. The presence of gusher at the time of surgery was confirmed. The observed gusher is likely the result of the reported excessive cochlear drilling, which might has increased the risk of meningitis, as also suspected by the clinic.

Event description:
The user was implanted on the right side on (B)(6)2020. During the implantation surgery unexpected ossification of the cochlea was found and some part of the ossification was drilled out. On november 26, 2020 an explantation surgery with sealing of a csf leak from the previous implantation surgery has been completed. On the same day - (B)(6)2020 - the same device was implanted on the contralateral left side. The field was later informed that the user developed meningitis on the right side on (B)(6)2020. The reported leak on the right ear was properly sealed on (B)(6)2020. As per information from (B)(6)2021 there is no leakage anymore.

Event description:
The user was implanted on the right side on (B)(6) 2020. During the implantation surgery unexpected ossification of the cochlea was found and some part of the ossification was drilled out. A CT scan showed the electrode array outside from the cochlea. On (B)(6) 2020 an explantation surgery with sealing of a csf leak from the previous implantation surgery has been completed. On the same day - (B)(6) 2020- the same device was implanted on the contralateral left side. The field was informed that the user developed meningitis on the right side on (B)(6) 2020.